Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare review. The device was tested in clinic with the primary vector with the best viable option. Rhythmcare then provided further troubleshooting steps. This device remains in service. No adverse patient effects were reported.